Event description:
It was reported that this right ventricular (rv) lead had an alert for high out of range shock lead impedances (sli) measuring greater than 127 ohms. Historically, this rv leads impedances have been varying from 80-120 ohms day to day. This patient has had multiple alerts for out of range sli as early as (B)(6) 2018. The alert occurred due to the device being programmed to nominal measurement of 125 ohms. Technical services recommended to clear the alert condition and to set the upper limit to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.